Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Althoughs ome evidence points to a higher rate of occurrence in women using breast pumps versus those are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer care team have provided trouble shooting advice and replacement parts to the customer; however, the customer has advised that they are no longer breastfeeding and would like a refund for the product. As a gesture of goodwill, the refund has been provided and the product has been requested for analysis. When the device is returned and investigated, if any additional information is found to support the investigation, a follow up report will be sent.

Event description:
Customer reported on 10th february from the UK that they had low suction issues with their elvie stride. Replacement parts were sent and troubleshooting advise was given, however, the customer advised that due to delays in receiving the replacement parts, they developed an infection and were admitted to hospital. The customer confirmed that they were prescribed antibiotics for treatment of the mastitis infection.